Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. There is no indication that the defective monitor caused or contributed to the patient's death. There is no indication that the open resistor caused or contributed to the patient's death. The monitor was able to monitor the patient, detect an arrhythmia, and deliver a treatment shock. Device manufacture dates: monitor: 01/09/2018, electrode belt: 12/22/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2019 at 03:50 am. The patient was reportedly in the hospital at the time of the event. It was reported that the patient was wearing the lifevest and it did not alarm but did deliver a treatment. Hospital staff reportedly pulled the battery out of the monitor. It was reported that the patient passed from a combination of complications with heart, lung, and kidneys. The patient was in the critical care unit and staff performed resuscitation. Per clinical review of the event, the patient was treated by the lifevest once prior to passing. The device first detected ventricular fibrillation (vf) at 01:51:28 on (B)(6) 2019. The device treated the patient at 01:52:08 while the patient was in vf. The post-shock rhythm is unknown due to unavailable ECG recordings following the treatment shock. Per the available continuous ECG recordings, the battery was removed following the treatment shock while the device was still in the detection sequence. The patient subsequently passed away on (B)(6) 2019. The device appropriately treated the patient. Submitting MDR out of an abundance of caution as the post-shock rhythm is unknown. There were no allegations against the device. Closing complaint.